Event description:
It was reported that the programmer was returned for repair because, it was "broken- including the fan". It was analyzed and subsequently tested out of specification and as a result is now a reportable event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4). Analysis found that the device was missing screws to the device hinge plate and the fan was not working. It was also found that the programmer would not power on due to the power supply being out of electrical specification.